Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the battery gauge was fluctuating and pump battery could not be charged. The customer's blood glucose was in 600 mg/dl range. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified while based on the analysis, the alleged battery jumping issue could not be verified. Additionally, the alleged battery-not charging issue was verified in the pump logs; however, no failure was identified.